Manufacturer narrative:
(B)(4). The involved device is currently in shipment to the manufacturing facility for evaluation. However, photographs of the device have been examined. Examination of the pictures of the device confirmed that the guidewire's coating had a smooth, angled cut from which a portion of polyurethane had been sheared and completely detached exposing the core wire. Evaluation of retained sample from the reported lot confirmed there were no defects or anomalies. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the guidewire due to manipulation against a hard, sharp surface during the procedure (perhaps the surface of the ureteroscope that was reportedly being used). The instructions-for-use do address the potential for such an event by stating in the warnings / precautions section that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental report will be submitted after the involved sample is received and evaluated at the manufacturing facility. (B)(4).

Event description:
Per the attached user facility medwatch report # (B)(4), the event is described as follows: "the patient was administered a general anesthetic and placed in the lithotripsy table in a frog leg position. The glidewire was passed through the ureteral catheter and into the renal pelvis. They were unable to pass the flexible ureteroscope (6.7 fr) all the way into the renal pelvis because the patient was in the frog-legged position. It was not felt necessary to do that for the stone. The ureteroscope was then withdrawn. An effort to remove the glidewire was not possible. As they attempted to remove the glidewire some of the covering of the wire was stripped off the wire itself. They used three-pronged graspers to remove that without difficulty. The patient was awakened and returned to the recovery room in satisfactory condition."